Manufacturer narrative:
The account has decided that they no longer need this over head lift. The customer reported that an out side contractor has been scheduled to remove the lift from service. Based on this information, no further actions are required at this time. Although there was no patient involvement reported and the event was caused by incorrect use of the device, if the motor was to drop from the ceiling during a patient transfer it could lead to a serous injury or death. Therefore baxter is reporting this event.

Event description:
A company representative - service personnel contacted technical service to report that the likorall 242 es r2r overhead lift fell off of the rail onto the floor, it was additionally reported that the lift had a turn table on it going into two different bathrooms and the account took it upon themselves to take down the railing going into one of the bath rooms not realizing that there was no way to stop the lift from falling off onto the floor. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.